Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device was connected to ac power but the power indicator and battery charge indicator both remained off and the display was blank. There was no adverse patient impact reported.